Event description:
It was reported the drill bit broke in the patient.

Manufacturer narrative:
A visual assessment of the device confirmed the reported complaint of breakage. The drill head has split in two pieces and has come free from the drill shaft. The break is a clean shear with a slight twist. The distal end of the actuator wire has also broken off. A root cause investigation has been opened to address this failure mode. This device has been removed from your inventory.